Event description:
The device was connected to a pt using disposable defibrillation/pacing/ECG electrodes. The pt was diagnosed in cardiac arrest. The device allegedly displayed a continuous 'connect cable' message each time the operator pressed the analyze button and use of the defibrillator was inhibited. The reporter indicated the pt's ECG was properly displayed in the paddles lead throughout the event. A backup AED was made available and used. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's viability. The pt's downtime was not known. The pt had last been seen approximately 4 to 5 hours prior to the reported event.